Event description:
Boston scientific received information that a low out of range shock impedance measurement were observed on the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead through the remote monitoring system. The device and lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
Attempts to obtain additional information from the field concerning this event were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information is requested. This investigation will be updated should further information be provided.